Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction of a chip to the adhesive was traced to component failure. The most probable cause of the malfunction of foreign objects is traced to an inherent risk of use according to the instructions for use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis, the service technician indicated that foreign objects in the air water cylinder and tube, the adhesive around the objective lens had a chip were found. There was no patient involvement.